Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified artery. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient serious injury or adverse event were reported.